Event description:
It was reported from ous that, "the instrument could have been broken during the surgery. However, the breakage has been noticed at the recovery of the instrumentation-set by our logistics dept., after the cleaning realized by the sterilization team of the hospital." The sales representative was not present at the surgery. There was no reported delay of surgery and there was no reported patient injury, adverse event, or clinical consequence to the patient. No additional information was provided by the reporter related to this event or patient.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Patient information was not provided. Design-related issues: the design of the short stem protector has been in the field since 2004. Exactech has received (B)(4) similar complaint reports since 2008. Because the short stem protector is used in anatomic and reverse total shoulder surgeries, sales data for humeral stems was used to calculate an approximate complaint occurrence rate of (B)(4). This is considered "very low" according to the frequency of occurrence ranking scale detailed below. Therefore, this issue does not appear to be design related. Exactech has not received any other complaints involving parts from this manufacturing lot, which has been in the field since 2014. Therefore, this issue does not appear to be manufacturing-related. Risk management: a review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this short stem protector, 750-2002-039-rmr rev f, was reviewed. Corrective action is not required because the occurrence rate is "very low", and the risk is captured in the rmr most likely cause: the broken short stem protector reported was likely the result of disassembling the device for cleaning and not reassembling it. However, this cannot be confirmed as the device was not available for evaluation. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported instrument malfunction is related to any manufacturing issues or design issues, nor did it lead to any patient impact. An investigation was conducted that the most likely root cause of the device breakage reported in this event was likely the result of disassembling the device for cleaning and not reassembling it. However, this cannot be confirmed as the device was not available for evaluation.